Event description:
It was reported that t-wave oversensing issue was observed during device interrogation. Previous programming changes to address the prior reported cross talk issue was suspected to be the cause of the t-wave oversensing issue. Patient underwent atrial lead revision on (B)(6) 2018 due to an atrial lead fracture. It was recommended to test to see if the crosstalk is still occurring or if the atrial lead fracture was the cause. It was recommended to attempt programming changes to test for the oversensing issue. The device will be monitored with a follow up. Patient was stable prior, during and post device interrogation and will continue to be monitored.

Event description:
It was reported that when an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing showing crosstalk was observed on the device. Programming changes were made. Patient came into clinic for another follow up a few days later and received non-sustained rv oversensing alert. Patient was asymptomatic. Programming changes were made which resolved the issue. Patient was stable.